Event description:
During physical inspection of the returned device, it was found that there was a detached downstream occlusion seal. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found a detached downstream occlusion seal. The reported issue was confirmed. Functional testing was performed. The downstream occlusion seal was replaced to resolve the issue. Service history review had no indication that the complaint was related to a service of the device within the review period.